Manufacturer narrative:
The investigation determined that both higher and lower than expected vitros phenytoin (phyt) results were obtained from a single non-vitros biorad quality control tested on a vitros 5600 integrated system. The assignable cause of the event was a performance issue with the vitros 5600 integrated system. Unacceptable performance was observed after service actions performed by an ortho field engineer (fe) on 03 october 2022. An ortho fe returned to the site on 06 october 2022 and performed a dispense blade theta adjustment. Acceptable vitros phyt results were obtained after service actions were complete indicating service actions performed by the ortho fe resolved the issue. Vitros phyt slide lot 2621-0181-0826 did not likely contribute to the event as historic quality control results were acceptable prior to the service actions performed on 03 october 2022. (B)(6).

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report both higher and lower than expected vitros phenytoin (phyt) results were obtained from a single non-vitros biorad quality control tested on a vitros 5600 integrated system. Biorad level 3 lot 85280 vitros phyt results of 16.89, 15.32, 28.45, 36.18, 16.24, 34.27 and 15.71 ug/ml versus the expected result of 24.6 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher and lower than expected results were obtained from non-patient quality control fluids, there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).